Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the coating of the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to sorc for repair of the broken image guide bundle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned to omsc manufacturing site and could not be checked, the root cause of the reported phenomenon could not be identified. However based on the report of sorc, omsc presumed that the coating of insertion tube may have peeled off due to mechanical stress with friction, etc., or a chemical attack with an unrecommended chemical agent. If additional information becomes available, this report will be supplemented.